Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table and was unable to duplicate the reported event. As part of his inspection, the technician applied an excessive amount of weight onto the table, and let the table sit for 48 hours. After 48 hours, the technician returned and found the table had not moved. The technician tested the articulation and movement of the table several times and found the unit to be operating according to specification. The 4085 surgical table was returned to service. The 4085 surgical table is under steris service agreement for maintenance activities. The last preventive maintenance was completed in february 2019. No issues with the 4085 surgical table were identified at this time. The root cause of the reported event can likely be attributed to a button on the hand control being inadvertently pressed by user facility personnel during set up for the procedure. While onsite, the technician counseled user facility personnel on the proper use and function of the 4085 surgical table. No additional issues have been reported.

Event description:
The user facility reported the table top on their 4085 surgical table slowly lowered without being commanded to do so prior to the start of a procedure. The procedure was completed successfully. No report of injury.